Event description:
Reportable based on analysis completed on (B)(6)-2011. It was reported that during a coronary artery treatment procedure, the shaft of the 2.75x20mm taxus liberte stent delivery system kinked. The procedure was completed with another of the same device. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the taxus liberte stent delivery system was returned and it was noted that there was a complete fracture of the hypotube. The hypotube fracture was 91cm from the hub. The fractured ends of the hypotube were oval shaped, as if kinked prior to fracturing. Blood and contrast were visible in the balloon and inflation lumen. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent did not reveal any damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. Review of the manufacturing records for the reported batch confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)